Event description:
The following has been reported: biomed reported: pump problem no patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure.. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a sensor hardware failure (set ID sensor). Upon return, the device indicated a tube set not recognized error. The device also failed admin set ID test. The set ID will be removed and replaced.